Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Thyroidectomy. Relevant patient history? No further information is available. Any intraoperative concurrent use of other products? No further information is available. Lot #? The lot number is qebcku. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Hemostasis. Where was the surgicel used (on what tissue)? The surgicel powder was sprayed to all the area where the tumor was removed. Was the surgicel product left in place? Was the excess irrigated and removed? =>after hemostasis was confirmed, cleaning was performed thoroughly. Thus, even some of black clots were removed. What were current symptoms following the index surgical procedure? Onset date? The patient complained of tension, but there is no problem with the patient¿s condition. Has any surgical or medical intervention been performed? Local puncture was performed for making diagnosis rather than for treatment. 15cc was drained. It was diagnosed as seroma based on color of the drained fluid. After that, the patient has been under follow-up observation. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon suggested possibility that he might have sprayed the agent of surgicel powder too much. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? No further information is available. What is the patient¿s current status? The patient was performed drainage in an outpatient setting and is fine thereafter. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2020 and absorbable hemostat was used. During a laparoscopic thyroidectomy, after removal of the tumor, the absorbable hemostat was sprayed to all the area where the tumor was removed. All of 3 grams in the product was used. After hemostasis was confirmed, cleaning was performed thoroughly. Thus, even some of black clots were removed. Then, drain was placed, and the surgical wound was closed. When the sales rep visited the hospital one week after the surgery, the surgeon reported that seroma was observed after the surgery. Drainage was performed when the patient visited the hospital, and there is no problem as of now. Additional information was requested.